Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 42 mg/dl. Reportedly, the suspected cause of bg was due to an active day, pump settings needing to be adjusted, and puberty. Bg was addressed with carbohydrates and bg was 79 mg/dl at the time of report.